Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocars both were leaking gas. Even though they were leaking, the trocars held pneumo well enough to maintain proper insufflation. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the packman seal damage. The device was functionally tested and it leak while testing with the test probe. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device (b) was received in good visual conditions. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # h92t07; expiration date: 10/2016; manufacturing date: 11/2011.